Event description:
The report from our affiliate indicated that during a pta to the anterior tibial artery, which was 70% stenosed, 2 savvy balloons were found to have leak sites. A third savvy unit was inflated on the table outside the pt, and was also found to have a leak. The target site was described as neither calcified nor tortuous, and the vessel diameter was 3mm. Access was achieved through the femoral artery. Another balloon of unk make was used to successfully complete the procedure. There was no report of any adverse effects to the pt. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.